Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and sui. It was reported that the patient underwent excision of left lateral mesh drop on (B)(6) 2012 due to mesh pain.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic enterolysis, laparoscopic colpopexy , cystoscopy, posterior colporrhaphy and perineoplasty on (B)(6) 2013 for post hysterectomy vaginal vault prolapse and pelvic adhesive disease. (B)(4).

Event description:
The patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05447. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
It was reported that due to ¿mesh pain¿, the patient underwent excision of left lateral mesh.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2012. No additional information was provided. (B)(4).